Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the system with navigus and vertek trays and representative was able to perform a successful registration without any issue. The biopsy needle could be tracked as intended. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during cranial biopsy, the biopsy needle was tracking however the application unexpectedly malfunctioned and could not convert the display to biopsy screen and the biopsy depth gauge was not displayed. It was reported that the needle was tracked but system malfunction was suspected. The procedure was completed without the use of navigation. No information was provided on delay and patient outcome.